Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
It was reported by the user facility that a patient expired during surgery. No further information was provided. Attempts are being made to collect further information.

Manufacturer narrative:
Correction: device code. Additional information: describe event or problem.

Event description:
It was reported by the user facility that a patient expired during surgery. Additional information was received and the customer was following administrative requirements and documented all of the devices present in the surgery room. Stryker equipment did not cause or contribute to this event.